Manufacturer narrative:
The lead was discarded, making it unavailable for analysis. The evoke scs system surgical guide details risks associated with surgery and spinal cord stimulation including, "temporary or persistent post-surgical pain at hardware implantation sites" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The cause of the patient's pain remains unknown and was resolved with removal of the leads. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
Following a trial implant procedure for the evoke spinal cord stimulation (scs), a patient was evaluated at the emergency department (ed) for back pain. The pain onset two (2) hours after the implant procedure and the patient¿s system was not turned on or administering therapy. The patient¿s leads were removed. The patient¿s back pain resolved and the patient was discharged without further interventions.